Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds-40-40, lot# c2458837a. Procedure date: (B)(6) 2020. Serious adverse event (sae). Pulmonary embolism. Date of amds implant ¿ (B)(6) 2020. Event onset date ¿ 25may2021. Event end date ¿ (B)(6) 2021. Event ongoing - no. Sequence number: 16. Event onset date ¿ 25may2021. Is the event ongoing? No. Event end date ¿ (B)(6) 2021. Was this event expected? No. Event: pulmonary ¿ pulmonary embolism (pe) describe event: pulmonary artery embolism in middle lobe artery with infectious pneumonia decannulation indicate relation to amds device? Possibly indicate relation to amds implant procedure - possibly did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: no notation did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? Yes. If hospitalized, date of admission: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did the device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No. Event outcome ¿ resolved. Was there any treatment for the event? Yes. Treatment related to event #16 ¿ event pulmonary ¿ event onset date 25may2021. Identify the type of treatment: surgical ¿ decannulation due to pulmonary artery embolism in middle lobe artery. Was dialysis done? No. Is amds removed? No. This event is relegated to amds-40-40, lot# c2458837a for pulmonary embolism.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae) - pulmonary embolism (pe). Amds-40-40, lot# c2458837a. Procedure date: (B)(6) 2020. Serious adverse event (sae) - pulmonary embolism. Date of amds implant ¿ (B)(6) 2020. Event onset date ¿ 25may2021. Event end date ¿ (B)(6) 2021. Event ongoing - no. Sequence number: 16. Event onset date ¿ 25may2021. Is the event ongoing? No. Event end date ¿ (B)(6) 2021. Was this event expected? No. Event: pulmonary ¿ pulmonary embolism (pe). Describe event: pulmonary artery embolism in middle lobe artery with infectious pneumonia decannulation. Indicate relation to amds device? Possibly. Indicate relation to amds implant procedure - possibly. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Please specify pre-existing disease: no notation. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? Yes. If hospitalized, date of admission: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did the device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome ¿ resolved. Was there any treatment for the event? Yes. Treatment related to event #16 ¿ event pulmonary ¿ event onset date 25may2021. Identify the type of treatment: surgical ¿ decannulation due to pulmonary artery. Embolism in middle lobe artery. Was dialysis done? No. Is amds removed? No. This event is relegated to amds-40-40, lot# c2458837a for pulmonary embolism. Multiple attempts for additional information have gone unmet. If information is provided in the future, a supplemental report will be issued. The manufacturing records for amds 40-40, lot# c2458837a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Patient is a 56year-old male who had an amds-40-40 (lot #: c2458837a) implanted on (B)(6) 2020. Adverse event # 16 reports a pulmonary event described as ¿pulmonary embolism (pe)¿ with an onset date of 25may2021 with an end date of (B)(6) 2021. Additional details states ¿pulmonary artery embolism in middle lobe artery with infectious pneumonia, decannulation.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿life-threatening illness or injury¿ and ¿in-patient hospitalization or prolonged existing hospitalization.¿ the patient was already in the hospital with an expected discharge date of (B)(6) 2021. Surgical treatment in the form of ¿decannulation due to pulmonary artery embolism in middle lover artery¿ was provided and the event was documented as resolved. The patient did not exit the study because of this event and was discharged from the hospital on (B)(6) 2021. No additional information is forthcoming upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿pulmonary complication (e.g. Edema, embolism, pneumonia, respiratory failure)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds-40-40, lot# c2458837a to identify previously reported complaints or recalls associated with this lot number. 19 complaints were identified for this lot number and 15 are related as all events occurred with the same patient. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.